Manufacturer narrative:
The returned module was evaluated. Visual inspection confirmed there was no physical damage. The module successfully established communication with the root and sensor and was able to obtain consistent measurements ranging from 73-77. Additional testing was performed wherein humidity was added to the module and showed values in the low 30's. During internal inspection, the module was observed to have signs of contamination. The reported issue was confirmed and isolated to contamination at the cable connector. A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues related to this reported event.

Event description:
The customer reported: "o3 left side measurement dropping down without clinical reason, and randomly. Port 1 of o3 module is not picking up and reading sensor initializing". No consequences or impact to patient were reported.